Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. No results were reported out. The sample was repeated with higher results. The following data was provided: initial sodium result = 109 mmol/l repeat result = normal range. Approximate reference (normal) range: 136 to 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and resolved the issue by adjusting the flow rate on the cuvette wash pump. No additional discrepant result issues have been reported since the service activity was completed. Part c-35016546-01 cuvette washer assembly was determined to be the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c module and the part number c-35016546-01 cuvette washer assembly did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c module or the part number c-35016546-01 cuvette washer assembly was identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. No results were reported out. The sample was repeated with higher results. The following data was provided: initial sodium result = 109 mmol/l repeat result = normal range approximate reference (normal) range: 136 to 145 mmol/l. No impact to patient management was reported.